Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that less than three years had passed since use, and pump running symbol on the system controller had become dark. The system controller was exchanged.

Manufacturer narrative:
Section a1: patient identifier corrected. Section a2: patient date of birth corrected. Manufacturer's investigation conclusion: the reported event of dim pump running light emitting diodes (leds) on the heartmate 3 system controller was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms produced. During testing, the pump running leds were observed to be dim. The controller was disassembled and visually inspected at the component level to be physically unremarkable. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned controller was manufactured prior to the implementation of the CAPA which replaced the type of led on the user interface printed circuit board. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, and heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU, section 2, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.